Event description:
An e-mail was received from a company representative that it reported that there was an issue with the hilo evac and the pt had to be "trached". There was no other specific information regarding the incident. The email was followed up with a call to the institution where the event was reported to have occurred. The contact there stated that the pt had stridor and they could not insert another endotracheal tube. The pt was also being weened off a ventilator.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.